Event description:
It was reported that during an attempted implant, the physician experienced difficulty positioning the lead as it was not the better "shape" for the vein. In addition, when the physician removed the lead, it was noted that there was blood within the lead, and despite cleaning with serum, the blood remained. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the distal and proximal conductor of the lead and it was not obstructed. The analyst noted that left heart leads are designed with a septum in the distal tip that can allow blood ingression. This is expected and not an out of specification condition. (B)(4)